Event description:
During the procedure, it was noted that fluid was leaking from the junction between the microdelivery catheter shaft and the hub due to separation of the shaft. Another stent system (subject device) was advanced to the lesion and during the attempt to deploy the stent a small rupture was noted in the microdelivery catheter 2cm from the hub. The physician was able to deploy this second stent at the lesion. There was no reported clinical consequence to the patient.